Event description:
New information received notes that the lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
Evaluation description: externalized conductors due to external insulation abrasion were noted at 12.0-14.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported asymptomatic patient presented for follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The patient will be scheduled for lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.